Event description:
It was reported via a trail that on (B)(6) 2008, the pt underwent stenting in the predilated mid right coronary artery with one xience v stent. On (B)(6) 2010, the pt experienced early morning chest pain of moderate intensity. The pt took sublingual nitroglycerin and phoned the ambulance. The electrocardiogram showed a q wave and st elevation myocardial infarction. The pt was hospitalized and underwent percutaneous coronary revascularization on (B)(6) 2010 in the target lesion and in the non-target proximal left circumflex artery. The patient's condition resolved and was discharged on (B)(6) 2010. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. Angina, myocardial infarction (mr), and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined,there is no indication of a product quality deficiency with respect to manufacturer or design.